Event description:
It was reported that patient presented to the emergency room with syncope and bradycardia. Examination of the patient's right ventricular lead revealed loss of capture. Corrective programming changes were performed and the lead was explanted and replaced on (B)(6) 2024. No further patient consequences were reported.